Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event. The fse performed troubleshooting and was able to duplicate the pd table temperature error. The fse then verified the thermitors were operational and verified there was no corrosion or leaking. Once the analyzer was reset, all temperatures were in range. The fse performed a startup and the customer ran controls to verify the instrument was operating as expected. There was no further action required by fse. The most probable cause of the error 3035 pretreatment-detection table temperature lower limit was due to a locked temperature sensor.

Event description:
On (B)(6) 2016, a customer reported error 3035 pretreatment-detection table temperature lower limit with the aia-2000 analyzer. The customer rebooted the system but the error persisted. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting estradiol and beta hcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.